Manufacturer narrative:
Event date: it was reported that the event occurred in "the past month or so". The exact date is unknown. Potential lot numbers: 76x055 and 76x170.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was bent. The patient's blood glucose levels were 400mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a corrective bolus. The patient was negative for ketones. No permanent injury was reported.